Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was able to provide the lot number; however, it did not match with the reported upn and there was a discrepancy. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a wound closure procedure performed on an unknown date. During the procedure, the clip did not release from the catheter and additional force was required to remove the material from the patient. The procedure was completed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.